Event description:
It was reported that this pacemaker exhibited intermittent loss of capture, pacing inhibition, and high out-of-range impedance measurements on the right ventricular (rv) lead, which led to the patient experiencing pre-syncope. The patient is pacemaker dependent. Reprogramming efforts were performed. However, high impedance measurements were still observed and the patient was brought to the clinic. A lead fracture was suspected. Subsequently, a revision procedure was performed, and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.